Event description:
Philips received a complaint from the customer on the v60 indicating that the device is switching between ac power to internal power simultaneously. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was shaking the power cord, and the unit was switching from ac to battery and back and forth. The customer replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.